Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis found the issue to be duplicated. The instrument was determined to be damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the straight suction ¿took a long time to verify¿ and had a 2.3 ¿ 2.8mm distance to divot. No patient impact and less than an hour of delay reported.

Manufacturer narrative:
A comment was added to the product analysis/evaluation of the device. The information indicated that although the engineering evaluation was unable to replicate the reported event, testing performed by product services confirmed the product failure. If information is provided in the future, a supplemental report will be issued.